Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd needle eclipse 25x5/8 needle broke. The following information was provided by the initial reporter: it was reported by customer that needle broke off verbatim: rcc received a complaint via email. Product description: needle hypo 25 x 5/8in eclipse/ safety bx/100. Problem information. Needle broke off. Occurrences: 1 each.

Event description:
Material#: 305759; batch#: 2302937. It was reported by customer that needle broke off. Verbatim: rcc received a complaint via email. Email(s) attached. Product information: product code: 305759. Product description: needle hypo 25 x 5/8in eclipse/safety bx/100. Lot/serial #: (B)(6). Expiry date: 2027-10-31. Problem information: needle broke off. Occurrences: 1 each.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a cannula pull functional test and visual inspection of insufficient epoxy on hub (sufficient epoxy is required to bond the cannula and hub) at the qa outgoing inspection. There is also a vision system in place to check on the epoxy profile (insufficient epoxy) where the vision system is challenged per shift. As actual sample was not received for further investigation, actual root cause could not be determined. The complaint will be re-opened and re-investigated when sample is received.